Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's drive support cap was damaged. Customer's mother stated the drive support cap was popping out. The mother stated the damage occurred while rewinding and priming the insulin pump. Customer's blood glucose was 489 mg/dl. The customer was treated with an insulin pen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.